Manufacturer narrative:
Product complaint # (B)(4). Common device name: catheter, thrombus retriever. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: modified information received on 03 may 2021 was reviewed. The adverse event term value "neurological decline" was changed to "progression of stroke". Based on the evaluation of the investigator and the lack of medical evidence linking the progression of stroke event to the study device, the event no longer meets MDR reporting criteria. Please update your information accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Event: additional information received indicated that the adverse event of neurological decline resulted in discontinuation of the study. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report additional information received which meets regulatory reporting criteria. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported via the (B)(6) study, a 90-year-old female (subject (B)(6)) with a history of atrial fibrillation, ischemic stroke/tia (2004), hypercoagulable state, hyperlipidemia, hypertension, subdural hematoma (sdh), recent mastectomy due to breast cancer, and spinal fracture secondary to fall from stroke, suffered from a mild right groin pseudoaneurysm after endovascular mechanical thrombectomy for acute ischemic stroke. The patient was treated with a thrombin injection and the event resolved two days later. The investigator reported that the pseudoaneurysm was related to the procedure but was not related to the study device. The patient experienced neurological decline one day after the index procedure and expired four days later. The investigator reported that the neurological decline and subsequent death was possibly related to the study procedure and unlikely related to the study device. The patient initially presented with an ischemic stroke on (B)(6) 2019 with mtici score of 0 and nihss of 10 and subsequently underwent a mechanical thrombectomy using a 5x33 embotrap ii (et009533/19a129av) revascularization device. The suspected origin of embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was not administered prior to the procedure. The first pass made with the embotrap with manual aspiration at the right m1 (3 min incubation) resulted in a mtici score of 1 with no clot retrieval. The second pass made with the embotrap with manual aspiration at the right m1 (1 min incubation) resulted in a mtici score of 2b with partial clot retrieval via the embotrap. The third pass made with the embotrap with manual aspiration at the right m2 (3 min incubation) resulted in a mtici score of 2b with no clot retrieval. The fourth pass was made with a 3x20 trevo (stryker) due to persistent clot with mechanical pump aspiration at the right m3 (2 min incubation) and resulted in a mtici score of 2b with partial clot retrieval in the aspirate. The fifth and final pass made with the 3x20 trevo (stryker) with mechanical pump aspiration at the right m3 (2 min incubation) resulted in a mtici score of 2b with partial clot retrieval in the aspirate. During the procedure, all embotrap passes were made with a 9f balloon-guided catheter via a 0.021¿ inner diameter microcatheter. The patient suffered from a mild right groin pseudoaneurysm which resolved with thrombin injection. The patient began to decline neurologically on the day after the index procedure (nihss of 19) and expired four days later on (B)(6) 2019. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported events. Access-site complications, including hemorrhage, hematoma, and pseudoaneurysm, are known potential procedural complications associated with the embotrap device and endovascular mechanical thrombectomy. Femoral vascular access-site complications can occur shortly after sheath removal if there is inability to control the femoral artery. Risk factors include obesity, anticoagulation, large sheaths, premature ambulation, and peripheral vascular disease. Review of the information suggests that patient and procedural factors may have contributed to the groin pseudoaneurysm with no indication of a device malfunction or performance issue. Progression of the patient¿s underlying stroke and death are known potential complications associated with the embotrap device and mechanical thrombectomy for acute ischemic cases. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. The root cause of the neurological decline and subsequent death could not be conclusively determined; however, review of the information suggests that patient factors, including the patient¿s baseline stroke, comorbidities, and advanced age, may have contributed with no indication of a device malfunction or performance issue. According to the crf, a mtici score of 2b was achieved with the use of the embotrap device within two passes; however, additional investigation is needed to determine if there was any evidence of distal embolization that necessitated further thrombectomy in the m2 and m3 vessels. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported via the (B)(6) study, a 90-year-old female (subject (B)(6)) with a history of atrial fibrillation, ischemic stroke/tia (2004), hypercoagulable state, hyperlipidemia, hypertension, subdural hematoma (sdh), recent mastectomy due to breast cancer, and spinal fracture secondary to fall from stroke, suffered from a mild right groin pseudoaneurysm after endovascular mechanical thrombectomy for acute ischemic stroke. The patient was treated with a thrombin injection and the event resolved two days later. The investigator reported that the pseudoaneurysm was related to the procedure but was not related to the study device. The patient experienced neurological decline one day after the index procedure and expired four days later. The investigator reported that the neurological decline and subsequent death was possibly related to the study procedure and unlikely related to the study device. The patient initially presented with an ischemic stroke on (B)(6) 2019 with mtici score of 0 and nihss of 10 and subsequently underwent a mechanical thrombectomy using a 5x33 embotrap ii (et009533/19a129av) revascularization device. The suspected origin of embolism was cardioembolic. Intravenous tissue plasminogen activator (tpa) was not administered prior to the procedure. The first pass made with the embotrap with manual aspiration at the right m1 (3 min incubation) resulted in a mtici score of 1 with no clot retrieval. The second pass made with the embotrap with manual aspiration at the right m1 (1 min incubation) resulted in a mtici score of 2b with partial clot retrieval via the embotrap. The third pass made with the embotrap with manual aspiration at the right m2 (3 min incubation) resulted in a mtici score of 2b with no clot retrieval. The fourth pass was made with a 3x20 trevo (stryker) due to persistent clot with mechanical pump aspiration at the right m3 (2 min incubation) and resulted in a mtici score of 2b with partial clot retrieval in the aspirate. The fifth and final pass made with the 3x20 trevo (stryker) with mechanical pump aspiration at the right m3 (2 min incubation) resulted in a mtici score of 2b with partial clot retrieval in the aspirate. During the procedure, all embotrap passes were made with a 9f balloon-guided catheter via a 0.021¿ inner diameter microcatheter. The patient suffered from a mild right groin pseudoaneurysm which resolved with thrombin injection. The patient began to decline neurologically on the day after the index procedure (nihss of 19) and expired four days later on (B)(6) 2019.